Event description:
The customer reported that he jumped into swimming pool and the insulin pump alarmed. Troubleshooting was performed. The alarm continued and the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.